Event description:
During processing of allograft skin it was noted the device had produced an incomplete mesh. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is done a supplemental/final report will be submitted.

Manufacturer narrative:
This incident has been recorded under (b)4). Review of the most recent repair record determined incomplete meshing. The left side plate, gear, washers, and shoulder bolts were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.